Event description:
It was reported that this pacemaker was operating in safety mode which permanently limits device function. This pacemaker switched to unipolar stimulation as expected in safety mode. This patient was hospitalized as a result. A replacement procedure is expected. This pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and was returned to boston scientific for analysis. This investigation will be updated when analysis is complete. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Communication to the device could not be established, however this device was confirmed to be operating in safety mode due to three power-on resets. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Further testing confirmed a normal current drain. The battery was analyzed and while it was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that this pacemaker was operating in safety mode which permanently limits device function. This pacemaker switched to unipolar stimulation as expected in safety mode. This patient was hospitalized as a result. A replacement procedure is expected. This pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and was returned to boston scientific for analysis. This investigation will be updated when analysis is complete. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was operating in safety mode which permanently limits device function. This pacemaker switched to unipolar stimulation as expected in safety mode. This patient was hospitalized as a result. A replacement procedure is expected. This pacemaker remains in-service at this time. No adverse patient effects were reported.